Event description:
It was reported that on ¿(B)(6) 2013¿, the patient was noted to be disoriented. It was unclear what date this occurred. The patient improved from the day before (also reported as ¿improving, but not back to baseline¿). This occurred following a device replacement. The patient¿s activity level was impaired due to weakness and she experienced pain. The patient¿s post-operative course was protracted and complicated by narcotic withdrawal, confusion, mental status changes and unspecified pulmonary issues. While still hospitalized the patient expressed suicidal ideation, and was evaluated by psychiatry. The patient was then cleared and the ¿baker act¿ ((B)(4)) was discontinued. Post-operative confusion improved to her baseline and by (B)(4) 2013 the patient was tolerating a regular diet, her pain was controlled and she was deemed stable for discharge. On (B)(6) 2013, the patient was discharged to a skilled nursing facility. Per medical records, it was learned the patient started experiencing hallucinations, confusion, lack of eating, and lack of sleep on (B)(6) 2013. It was also reported, the patient experienced ¿recurrent symptoms,¿ which developed ¿about a month ago¿ discharge medications included keppra 500mg orally twice daily, synthroid 175 mcg orally daily, mirapex 0.125 mg 3 times daily, lyrica 50mg orally 3 times daily, xanax 0.5 mg tablet 4 times daily, cardura 1 mg orally nightly, nexium 40mg orally daily before breakfast, and elavil 150 mg orally nightly. On (B)(6) 2013, the patient followed up with the reporting physician at which time she was stable. On (B)(6) 2013, the reporting physician indicated ¿patient symptoms were unrelated to infumorph or hospira morphine.¿ the pump was delivering infumorph (morphine) and prialt (ziconotide acetate). No additional information was provided. (Please see attached medwatch report# (B)(4)) (please refer to manufacture report #3007566237-2013-03688 regarding the device replacement).

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. Medwatch report # (B)(4). (B)(4).

Manufacturer narrative:
(B)(4).